Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing fine postoperatively. The old ipg was discarded per hospital rules.